Event description:
A pt (B)(6), was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 2.0 ml on (B)(6) 2010. The pt reported urinary retention on (B)(6) 2010, and was treated with clear intermittent catheterization the same day. The retention resolved on (B)(6) 2010. The physician assessed the event as mild in severity and device related. On (B)(6) 2010, the pt reported urge incontinence and nocturia. The urge incontinence was treated with medication, gelnique and resolved on (B)(6) 2010. The physician assessed the event as mild in severity and possibly device related. The nocturia was not treated and assessed as mild in severity and definitely not device related. The pt reported constipation on (B)(6) 2011, with treatment of an increase in fiber and stool softeners suggested. This is an ongoing event and the physician assessed it as mild and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urinary retention had resolved along with the urge incontinence. The nocturia and constipation are ongoing. A review of the device history records indicates the reported lot #1014237 and 1014324 met all specs prior to release. Additional device info: lot #: 1014324; exp date: 07/2012; MFR date: 07/2009.